Event description:
Procedure performed: laparoscopic salpingo oophrectomy. Event description: laparoscopic procedure underway - all ports insitu mr [name redacted] drained a cyst with a laparoscopic needle via a port - the needle was then removed. The laparoscopic suction was then inserted, inside the cavity the seal was identified next to the suction tip. The plastic seal was retrieved from inside the abdomen with the laparoscopic graspers. Plastic seal stored in pot. Opened an unused port to confirm item removed from patients abdomen was also a seal. On the seal 9 small plastic "flaps" should be present - however is was found that one had broken off. Reported to mhra (B)(6) 2023 yellow card report ID: 2023/006/013/501/005. Additional information received by customer via email on (B)(6) 2023: item was faulty the surgeon would not use as there were not safe faulty items found inside of them I am not 100 per cent sure. Type of intervention: opened an unused port to confirm item removed from patients abdomen was also a seal. Patient status: no patient injury has been reported.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation along with a clear component. Visual inspection confirmed the complainant¿s experience of a dislodged shield, as the returned component was identified to be the shield, an internal plastic component of the seal. The shield was missing a shield petal. Based on the description of the event and condition of the returned unit, it is likely that the dislodged shield was caused by non-axial insertion of an asymmetrical instrument through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing.".

Event description:
Procedure performed: laparoscopic salpingo oophrectomy. Event description: laparoscopic procedure underway - all ports insitu mr [name redacted] drained a cyst with a laparoscopic needle via a port - the needle was then removed. The laparoscopic suction was then inserted, inside the cavity the seal was identified next to the suction tip. The plastic seal was retrieved from inside the abdomen with the laparoscopic graspers. Plastic seal stored in pot. Opened an unused port to confirm item removed from patients abdomen was also a seal. On the seal 9 small plastic ¿flaps¿ should be present - however is was found that one had broken off. Reported to mhra (B)(6) 2023 yellow card report ID: 2023/006/013/501/005. Type of intervention: opened an unused port to confirm item removed from patients abdomen was also a seal. Patient status: no patient injury has been reported.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.